Event description:
Patient with right hip intertrochanteric fracture in or for intramedullary hip screw fixation. During surgery, the head of the distal screw broke off while being screwed, but screw remained in place; shaft of screw left in place in patient. The patient was taken to the recovery room in stable condition. There was no harm to the patient from this event.